Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with adjacent segmental disorder underwent oblique lumbar interbody fusion. Intra-op, the shaver broke while using at l3-4. As its fragments were in the patient¿s body, the surgeon widened the intervertebral disc height using an 8mm distractor and removed the fragments. The site was cleaned. The shaver was not used at the beginning. Reportedly, "shaver was used after confirmation whether vertebral body moves after the surgeon broke bony spur using a cobb, it was broken". Per rep, metal fatigue might have caused this event because the relevant shaver's size was the most frequently used size in surgery. No fragments of the instrument remained in the patient.

Manufacturer narrative:
Product analysis :observations: visually confirmed approximately ~35 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. Conclusion: the above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.